Event description:
Information was received indicating that while in use, a smiths medical cadd line ripped out from the patient. Subsequently, patient went to the hospital and is stable. No patient consequences were reported. No adverse effects were reported.